Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance on the right ventricular (rv) lead. Additionally, high capture threshold measurements were also noted. At this time the product remains in service and no adverse patient effects were reported.